Event description:
It was reported that a flogard infusion pump had a damaged door latch. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected and functionally tested. The reported condition of a damaged door latch was verified visually and also in the alarm log as a door open alarm. To correct the issue the pump head assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.